Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The device was explanted on (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was received on may 28, 2013; not april 24, 2013, as previously reported. This report is filed february 14, 2014.